Event description:
It was reported that an auto-off alarm occurred. The customer was transported to the emergency room by emergency services due to customer being unconscious and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of over 1500 mg/dl and high ketones, which were identified as dangerous by a healthcare professional. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.